Event description:
It was reported to philips that the device has an error message maintenance required. There was no patient involvement. A customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing an error message saying maintenance required. In an attempt to troubleshoot the device multiple operational checks were completed, but the original failure could not be replicated. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.